Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for patient reported that patient underwent an aspiration and revision of a right shoulder soft tissue fixation approximately one year post-implantation due to patient allegations of infection and sores over skin. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported revision due to infection; however, the surgeon did not see immediate concerns with infection during the procedure. The anchor was removed and replaced with competitor tissue product.